Manufacturer narrative:
The customer did not provide patient demographics such as age, sex, date of birth or weight. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the analyzer. On site, the fse discovered some greasy substance around the incubator belt. The fse performed a preventative maintenance (pm) in which multiple hardware parts were replaced. Although a specific hardware component cannot be identified, there is sufficient evidence to suggest a system malfunction as one or more of the actions of the fse resolved the issue. Verification testing met published instrument and assay performance specifications. The cause of the erroneous access accutni+3 results is due to a system malfunction; however, no one component can be implicated as the sole contributor in this event. (B)(4). All mdrs associated with this event: 2122870-2016-00465, 2122870-2016-00466.

Event description:
The customer reported obtaining elevated troponin I (access accutni+3) results on the laboratory's access 2 immunoassay system serial number (B)(4) on one (1) patient sample. On (B)(6) 2016, an initial elevated access accutni+3 result of 7.44 ng/ml was generated for one (1) patient designated as patient number four (4). The elevated result was reported outside of the laboratory. The sample was reanalyzed on the same access 2 immunoassay system serial number (B)(4) and the laboratory's alternate access 2 immunoassay system serial number (B)(4) and lower results were generated. The elevated result for patient number four (4) was reported outside of the laboratory. There were no injuries or change to patient treatment associate with this event. Elevated results were generated for three other patients at the time of this event. MDR 2122870-2016-00465 will address the elevated access accutni+3 results obtained on ((B)(6) 2016 for patients designated as patient number one (1), two (2) and three (3). The supplied data indicates access accutni+3 calibrations and access accutni+3 quality control (qc) recoveries were within the laboratory's acceptable ranges on the event date. System check data revealed multiple failures of the washed portion specification. The patient's sample was collected in lithium heparin gel tubes. Sample processing such as centrifugation speed and time were not provided for review. The customer noted no visible sample integrity issues. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance.